Manufacturer narrative:
Baxter evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "rate accuracy failed" which was reproduced during flow rate testing. The device was found to under infuse by greater than 10% of the programmed amount. Evaluation determined the cause to be out of specification fingers and valves, which were replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted. The received date was updated to the correct date.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion). Any patient involvement, injury or medical intervention is unknown.